Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed, and bruising was observed, however foreign matter was not observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for bruising. This complaint could not be confirmed for foreign matter. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd vacutainer® precisionglide¿ multiple sample needle that the patient's entire arm became bruised and swollen. The patient suspected that there was foreign matter on the cannula. There was no further health impact or consequence reported.